Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the jawline area with 5ml (2.5 mls each side) of juvéderm volux¿. Twenty-eight days post injections the patient experienced, ¿a painful, red, inflamed (but not hot to the touch) bump/nodule exactly at an injection site (post jowl area)¿. Hcp injected the nodule with 1.5ml of hyaluronidase, which made the nodule a little softer and patient reported less pain. A few days later, the patient is still presenting with nodule that is still inflamed and looks fluctuant. Symptoms are ongoing.